Event description:
Philips received a complaint by the biomedical equipment technician on the v60 indicating that a 1134 "blower stalled" alarm error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The biomedical equipment technician called technical support to report that a 1134 "blower stalled" alarm error occurred. Per good faith effort (gfe) response, the biomedical equipment technician noted that the serial number of the device was 100037851, and following troubleshooting and confirmation with philips technical support representative, the blower was confirmed to be faulty. The biomedical equipment technician replaced the blower assembly and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.